Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device alarmed pump error. Advised to disconnect and go on backup plan. The customer's blood glucose was 309mg/dl, treated with pump.

Manufacturer narrative:
The pump error 35 was noted in the pump history and critical pump error was noted on the pump history due to moisture damage on the electronic assembly. Unable to perform the functional testing, including the self-test, a sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to a critical pump error. The pump was received with moisture damage on the motor, battery tube, vibrator and keypad flex tail. The pump was received with a scratched case, a pillowing keypad overlay, a cracked case behind the pump near the battery compartment and minor scratches on the lcd window.